Event description:
During a percutaneous coronary intervention, the physician felt the mounted stent was loose than usual after it was taken out of the package. Nevertheless, the physician decided to continue using the cypher (2.5/18mm). As he delivered the cypher to the target lesion, he felt resistance with the vessel and decided to remove the stent delivery from the pt. Upon examination, he noted that the stent was flares. It is not known which side of the stent was flared. There was no report of injury to the pt. The pt was female, age unk and the target lesion was a slightly calcified and slightly tortuous with 90% stenosis in the distal left anterior descending coronary artery.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This product is available for evaluation but it has not yet been received. Add'l info will be submitted within thirty days upon receipt.